Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received a shock for ventricular tachycardia. The following day, upon interrogation and error message for a shock being delivered into an open circuit was received. During testing, shock impedance measurements of 113 ohms were observed in v-triad and 155 ohms were observed when programmed can to coil. It was discussed that a revision procedure would be required. As a result, the right ventricular lead was surgically abandoned. The device remains implanted, with a new right ventricular lead. No additional adverse patient effects were reported.